Event description:
An "electrical" smell was noted and found to originate from the stimulator that was attached to the pt's ankles. It was turned on but the pt was not being stimulated at the time of the incident. The stimulator was disconnected and unplugged with no apparent injury to the pt.